Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 9 of 12 devices were returned for evaluation. We are awaiting the return of 2 devices. 1 device will not be returned for evaluation. Evaluation of 6 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 2 devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 1 device found excessive wear due to a lack of proper maintenance. The device did heat up during evaluation. The device was also deformed. The devices was repaired and returned to the customer.

Event description:
This report summarizes 12 malfunction events where a midwest e pro handpiece overheated. No injury resulted in any of the events.